Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lavh procedure, the needle would not stay in the device. The device continuously fell out requiring a second instrument and extra suture. There was no patient injury. Anatomy involved: vaginal cuff.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch¿ single use loading unit with v-loc¿ 180, absorbable 8¿¿/20 cm, 0 opened by the account. The needle was received in the loading unit. No visual abnormalities were noted upon microscopic examination. The subject needle was loaded onto a pmv device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications. Should new information become available, the file will be reopened and the investigation summary will be amended as appropriate.